Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 7 mmol/l. The customer stated that the pump was delivering boluses without manually programming them. The customer stated that she was not eating and experienced a low reading during the time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms were noted. The pump was monitored and no unexpected boluses were noted. The pump was received with minor scratches on the lcd window.